Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages, which were experienced during evaluation. The door latches close, but with excessive force being required to close door. The door not fully latched messages were caused by an out of adjustment lower door hook. The device was re-calibrated.

Event description:
It was reported that a spectrum pump did not function properly with an unspecified symptom. It was also reported there was no patient injury.